Manufacturer narrative:
(B)(4). Device history record (DHR) investigation did not show issues related to this complaint. No corrective actions can be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the defect. At this time, due to the lack of defective product, it is not possible to confirm the complaint and to determine the root cause. The manufacturer will continue to monitor and trend relating complaints. Results - no result code available that could accurately describe that the complaint was confirmed, but the root cause is unknown.

Event description:
The hospital reported that "the catheter ruptured spontaneously." The incident occurred prior to use on the patient, so there was no consequences. The medical staff replaced the device, and all went well.

Event description:
The hosp reported that "the catheter ruptured spontaneously." The incident occurred prior to use on the pt, so there was no consequences. The medical staff replaced the device, and all went well.

Manufacturer narrative:
(B)(4). The device sample was not rec'd by the MFR at the time of this report.